Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the metal pieces at the beginning of the inserter broke off and subsequently the handle is loose.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The performed investigation has shown that the present instrument shows broken off metal pieces in the area of the perforation. We can only assume that heavy hammering have led to a hardening of the material and this, as a result of additional hammering, has favored the formation of chippings. In addition, stroke marks at the pivoted lever were found . This indicates that a direct impact effect has taken place. No product fault could be detected.